Manufacturer narrative:
E1: full establishment name: (B)(6) hospital. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to the olympus service center for evaluation and the customer's reported issue was confirmed due to insufficient cleaning. Additional evaluation findings: water tightness is lost due to deformation of the grip; bending angle in up direction does not meet the standard value and the play of upward/downward angulation control knob was out of the standard value due to wear of the angle wire; grip, scope connector cover unit, suction connector, protector of universal cord on suction connector, universal cord, switch box, lock engagement lever, upward/downward angulation control knob, right/left knob, control unit, scope cover and free-engage knob had a scratch; forceps channel port was shaved; and connecting tube had a wrinkle. The customer cleaned, disinfected and sterilized the device prior to sending to olympus for repair. The customer does not know what the foreign material is. There was no delay to pre-cleaning. The air/water nozzle was flushed with water and air. The customer stated there were no abnormalities in the accessories used for reprocessing. The air/water nozzle was wiped/brushed with clean lint-free cloths, brushes, or sponges. The air/water nozzle was flushed with detergent solution. There were no other concerns with reprocessing. Based on the results of the investigation, the foreign material could not be identified. A definitive root cause for the remaining foreign material could not be established. The suggested event is detectable and preventable by handling the scope in accordance with the following sections of the instructions for use: the instruction manual gif/cf/pcf-290 series operation manual describes how to detect for the suggested event in chapter 3 preparation and inspection. The instruction manual gif/cf/pcf-290 series reprocessing manual describes how to prevent for the suggested event in chapter 5 reprocessing the endoscope (and related reprocessing accessories). Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, the evis lucera elite gastrointestinal videoscope had an air or water flow issues from the air or water flow system. There were no reports of patient harm. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was found: the nozzle had foreign objects. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.